Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for non-malignant pain. It was reported that the patient had a fall and had they took it out and then let it heal for 3 months before putting in the new battery. No further allegations/complications were reported. Additional information was received from the patient that stated their weight at the time of the fall. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reporting that their original implantable neurostimulator (ins) had to be replaced, because they fell and landed on the ins and bruised the area really bad. The patient stated they removed the ins because the patient was not healing and the patient was not able to charge it. It was indicated that a fall was related to the issue and a revision occurred on (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
Implant date was updated to the correct date. If information is provided in the future, a supplemental report will be issued.